Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). It was also noted that there was high left ventricular (lv) lead threshold which may have contributed to the battery depletion. The device was explanted and replaced. The lv lead threshold was lowered, the lead was reprogrammed to a different vector, and it remains in use. No patient complications have been reported as a result of this event.